Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
This is a report by a nurse from (B)(4) regarding peritonitis in a male homechoice peritoneal dialysis (pd) patient (age not reported). On (B)(6) 2010, the patient's family contacted baxter (B)(4) technical service center to report that the patient had ended therapy and went to the hospital because of abdominal pain during pd therapy. Upon follow-up, the nurse reported that while the patient was traveling, he developed abdominal pain and cloudy effluent. On (B)(6) 2010, the patient was hospitalized for peritonitis. During the hospitalization, the patient was treated with unspecified antibiotics. Information regarding bacteriological examination was not reported. As of (B)(6) 2010, the event of peritonitis remained ongoing. The root cause of the peritonitis was not reported. Pd therapy continued. The nurse believed that the event of peritonitis was unrelated to pd therapy.